Event description:
Additional information received revealed the patient decided to have their scs system explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The patient's weight was unable to be obtained.

Event description:
It was reported the patient received a replace generator soon message and plans to undergo surgical intervention on a later date.